Event description:
Each lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4965-25, lead, implanted (B)(6) 2010, 4965-25, lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead high thresholds with no capture, high impedance, noise and a possible fracture. The left ventricular (lv) lead experienced high and unstable thresholds. Each lead was reprogrammed and replacement is planned. No patient complications have been reported as a result of this event.